Manufacturer narrative:
B3: exact date unknown, event occurred four years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an unknown back surgery due to an unknown reason.